Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that the up arrow keypad button has been intermittently unresponsive and more difficult to press for the past two weeks. She stated that she wears the pump underneath her clothing and does not clean the pump.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The evaluation revealed that the up arrow keypad button was intermittently responsive, required multiple button presses and additional force in order to elicit a response. The keypad buttons were found not to click back and spring back normally. There was evidence of contamination found under the key contacts.